Event description:
It was reported that a weld between the positive stop and the barrel broke and as a result during surgery the collet slipped allowing the reamer to penetrate the acetabulum. However, there was no report of injury or any surgical intervention.